Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for suture lock up as the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was an unknown issue with deploying the angio-seal device. There was no harm to the patient. Additional information was received on 18mar2021. The procedural sheath size used was a 7 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, it was a single puncture. The doctor described a suture lock up. The doctor managed to get out of this by cutting down to the green tube and then using the string he pushed down to compress the plug. An ultrasound scan was performed. Post ultrasound scan showed very good flow. Hemostasis was achieved by the device. There was no blood loss due to the collagen plug having been deployed and a seal was created.